Event description:
Report received from the USA stating the attachment device "stopped working" during an ear, nose, and throat surgery. No delays in surgery were observed as an identical spare attachment device was available. No injuries or medical intervention were reported. There was no additional info provided.

Manufacturer narrative:
The attachment device was received for evaluation. The attachment device was evaluated and the attachment device failed the cutter insertion test. Evidence indicated this was due to usage wear over time. The reported condition was confirmed.